Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient had her previous device revised form the back to the front since she had to have a shoulder surgery that was unrelated to the device or therapy. The patient stated once the device was revised she started getting zaps of energy that hurt. The patient stated they were like bolts. The patient stated she just got to the point where she told the healthcare provider (hcp) to just remove the entire system which they did. The hcp recommended getting the newer battery model. The patient has concerns since that model is rechargeable. The patient stated she is (B)(6) years old and if "she gets out of the chair she is worried she won't get back up". No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Correction, after review patient code (B)(4) applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3708240, serial# (B)(4), implanted:(B)(6) 2014, explanted: (B)(6) 2016, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2018-11-29. The hcp reported that the system was removed on (B)(6) 2016. The hcp reported that for a year or so prior to explant the patient had been having pain at the site where her extensions were in the middle of the back and also at the site of the battery in her right abdomen. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3708140, serial# (B)(4). Implanted: (B)(6)2015, explanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient was told that the leads possibly became crossed during surgery to move to the right abdominal area due to limitations following their shoulder replacement. The patient noted that the ins was explanted in (B)(6) 2016 and also that it was "moved back to front" in (B)(6) 2015. When the system was explanted they were given the ins and leads in a plastic bag and the patient noted that they finally put them in a medical removal container. No further complications reported.